Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error, damage and low blood glucose readings from the insulin pump. The customer had a low reading of 17 mg/dl and high reading of 357 mg/dl about one month and two nights ago. The customer mentioned damage to the top of the reservoir and battery compartment. The customer also mentioned that the act button stopped responding at times. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.